Event description:
Reporter alleged blood glucose measured 223 mg/dl and customer then took a nap from 7:50 pm to 10:05 pm. It was stated customer's glucose read "hi" at 10:05 pm back to back with a result of 102 mg/dl when testing was performed at 10:15pm. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.